Manufacturer narrative:
The harmonic ace insert has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the harmonic ace insert broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from the tip of harmonic ace insert broke off and fell inside the patient. The fragment was retrieved during the same procedure with an unspecified laparoscopic instrument. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) was able to obtain the following additional information: it was confirmed that the harmonic ace insert was inspected prior to use. The planned surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient. There is no video recording of the surgical procedure.